Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath had been stretched and perforated at the manufactured curve, 0.38¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information provided the cause of the reported event was traced to manufacturing.

Event description:
During an atrial fibrillation procedure, the dilator and needle went through the side of the sheath rather than out the tip. The procedure was able to be completed with the same sheath. There were no patient consequences due to this event.